Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Based on the quality investigation, the motor assembly was not functioning properly, which can lead to heat being generated when the drill is operated. The motor assembly, rotor, and cable assembly were replaced. The drill was repaired and returned to the user facility.

Event description:
It was reported that during testing conducted by the manufacturer's sales representative, the drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.